Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old male with a past medical history of coronary artery disease and diabetes mellitus presented with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) and was supported with an impella cp device via percutaneous right femoral arterial access. While on support, the device functioned as intended at p-5, providing flows of approximately 3.5 l/min with d5w sodium bicarbonate purge solution. During support, red-colored urine was observed following foley catheter insertion, raising concern for hemolysis. Evaluation was recommended, including echocardiogram assessment for potential malposition. The device was subsequently repositioned, and volume resuscitation was administered. Upon follow-up on (B)(6) 2026, the urine discoloration had resolved, and the event was attributed to low volume status following diuresis rather than ongoing hemolysis. Due to the patient¿s clinical condition and need for escalation for advanced heart failure therapies, the impella cp was explanted on (B)(6) 2026 and replaced with an impella 5.5, which remains in place with continued support. The patient survived to explant, and there was no allegation of device malfunction.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event. H6 codes have been updated to reflect not reportable case.